Event description:
The device was used during a bowel resection procedure. Reportedly, the instrument locked on tissue. The surgeon applied another instrument to complete the procedure. No pt injury reported.